Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to choking, pneumonia and sinus infection. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 07/02/2025: the device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil disassembled the device and then reassembled the device. An internal and external visual inspection of the device was completed by the manufacturer and found burn mark on the control knob. Black contamination, consistent with keratin, at the air outlet of the blower box. Pil performed a 2.5 hour timed temperature test because of the customer complaint of a thermal issue and all the test results were within the temperature specifications. The heater plate and heated tube were verified to be getting warm and working. The investigation was not able to confirm the complaint or address the specified symptoms. In this report, box d, h has been updated/corrected.